Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose value of 600 mg/dl. Customer's other blood glucose value was 491 mg/dl. The auto mode was not active. Customer stated that the insulin pump had insulin flow block alarm. The customer advised to replace plunger and manually push plunger very slowly, while keeping the reservoir straight, and verify insulin exits the tubing and insulin did not exit. The customer was able to troubleshoot for a potential reservoir and infusion set issue at the insulin exit the tubing. The device will not be returned for analysis.